Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex esophageal fully covered rmv stent was implanted in the esophago-gastric junction to treat a leak/fistula post sleeve gastrectomy during a gastroscopy with stent placement procedure performed on (B)(6) 2017. Reportedly, prior to stent placement, the leak/fistula had been managed conservatively with an external drain and then an ovesco clip which failed to close the fistula. Therefore the physician decided to place the wallflex esophageal stent to cover the fistula, spanning the esophagus and sleeve. There were no issues reported during the initial stent placement procedure. On (B)(6) 2017, the patient experienced dysphagia and the physician decided to remove the stent. Upon stent removal, the physician noted that the stent had migrated approximately 3cm proximally. The wallflex esophageal fully covered stent rmv was removed without issue using rat tooth forceps. The patient's condition at the conclusion of the procedure was reported to be stable.